Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an unexpected power loss error. The customer's blood glucose was unknown at the time of the incident. The customer reported that something happened with pump and it wasn't alarming battery was low. Then the battery wasn't working and then changed battery showed battery limit and then now setting up time and date. The batteries had been failing pretty fast. The pump passed self-test. The pump will not be returned for analysis.